Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device started making a high pitched noise when it was closing and then the scrub team said that the ceramic had come off. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Additional information requested and received: what came off of the device? Tissue pad worn away. The tissue pad? Yes. If yes, respond to questions below. Did the tissue pad melt? Yes, tissue pad melted and skewed. Or did any of the tissue pad detach from the clamp arm and fall off? No. If yes, did any piece fall into the patient? No. Was the piece retrieved? N/a. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Not to his knowledge but visualization not always clear.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.